Event description:
It was reported that one device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512b gasket were easily broken even without resterilizing. A new trocar was used to complete the case. There was no consequence to the pt.